Event description:
The customer reported an issue with the librelink app that would not install on their (B)(6) phone, therefore there were no alarms. The customer further reported experiencing symptoms of hypoglycemia, seizure, and a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional and received unknown treatment for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product data has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The compatibility of (B)(6) device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.